Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device reprocessing problem; customer was not using it according to the IFU (instructions for use). The event can be detected/prevented by following the instructions for use which state: IFU document no.: rc7395 rev.: 04 section: 1.5 reprocessing before the first use chapter 5 reprocessing the endoscope (and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope was washed with the sterilization cap still on during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.